Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3.1 and 3.2 were not detected on bus. The customer stated that they were unable to access the medication from the affected drawers, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 3.2 was not detected on the bus. A field service engineer (fse) verified that the pmc (power management controller) lights were functioning properly. The fse turned on power, connections checked, and the row board connector was reseated. After testing, all failures were resolved, and medication removal was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3.1 and 3.2 were not detected on bus. The customer stated that they were unable to access the medication from the affected drawers, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.